Event description:
Related complaints: same case as MFR: 2134265-2011-04435. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the proximal to distal right coronary artery. During platforming of the 1.50mm rotalink burr at a speed of 180,000 rpm's, the rotawire guide wire detached about 125cm from the tip. The rotawire guide wire become trapped inside the 1.5mm rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for analysis in two segments. The visual and tactile inspection found the core wire fractured at 128.5cm approx. From the distal end. All out diameter measurements were with in the specifications. Both fracture segments were sent to (B)(6) lab for analysis. The examination found that the failure in the proximal side of the fracture occurred due to a reduction of the cross sectional and the failure in the distal side of the fracture was due to a mechanical cut. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Related complaints: same case as MFR: 2134265-2011-04435. It was reported that during preparation for a rotational atherectomy treatment procedure, a guide wire fracture occurred. The target lesion was located in the proximal to distal right coronary artery. During platforming of the 1.50mm rotalink burr at a speed of 180,000 rpm's, the rotawire guide wire detached about 125cm from the tip. The rotawire guide wire become trapped inside the 1.5mm rotalink plus. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.